Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the slda. The reported patient effect of worsening mr was due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) and worsening mr. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 3. It the first clip delivery system (cds) was advanced to the mitral valve and placed in a a2/p2. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) with mr grade of 3-4. The patient was sent for mitral valve replacement. No additional information was provided.